Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. On the final history log entry on the (B)(6) 2015 the device failed a self-test due to the shock key being pressed during the self-test. A test pad-pak was inserted, the device performed a self-test, several instructional leds on the membrane remained constantly lit. The device failed to power on via the on/off button. No status led was active throughout. This confirms the reported fault. The shock button being pressed during a self-test indicates a fault. The device was disassembled for investigation. Upon visual inspection of the device the membrane tail was found to be heavily corroded. Investigation found the reported fault can be attributed to corrosion on the membrane tail. This resulted in no status led operating, some membrane leds to remain constantly lit, the shock button to become constantly pressed and the failure of the on/off button. No fault could be replicated with a known good membrane installed. Evidence of corrosion was also found on the printed circuit board and the speaker.